Event description:
It is reported that the surgeon had difficulty inserting the articular surface during surgery on (B) (6) 2009. Surgery was delayed by approximately 30 minutes.

Manufacturer narrative:
Eval summary: eval of device concluded that one or both of the inner dovetail lips are compressed down indicating that it did not slide under the male dovetail on the tibia plate, instead went over. This may result when articular surface is not correctly placed and oriented before pushing it using inserter instrument. Incorrect insertion technique appears to be the cause of the problem. Device history records indicate all components were mfg and inspected to specification.